Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the relief alarm pressure knob is broken off. Ventilator pressure reads negative intermittently. Patient involvement is unknown.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(4) d4: complete UDI - (B)(4). One device was received. Per visual inspection, the CPAP, relief alarm pressure, o2 were broken/cracked. The relief alarm pressure knob was broken off, however functional testing could not duplicate the reported vent pressure reads negative intermittently. The relief alarm pressure knob damage was due to physical impact and average usage. No problem was found functionally as the device passed functional tests. Awaiting parts (relief pressure knob, CPAP, o2 knobs and caps, MRI battery). Replaced sintered filter, stuck vent o-ring, retaining and fitting o-rings. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
Additional information received via email. Per client, it was unknown what happened to the parapac knob.